Event description:
It was reported that during post operation device check, the atrial lead had dislodged. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4).